Event description:
IV tubing broke at medication port. The pt was found with approximately 50-100ccs of blood mixed with IV fluid in the bed. The IV tubing broke at lowest med port. The pt has sickle cell disease and suffered a drop in hgb requiring a blood transfusion. Event will be discussed at product review committee.